Manufacturer narrative:
Lo gc, corelli s, kim e, et al. Transjugular intrahepatic portosystemic shunt flow reduction with adjustable polytetrafluoroethylene-covered balloon expandable stents using ¿sheath control technique¿. Presented at the 29th annual meeting & postgraduate course of the(B)(6); september 13-17, 2014; glasgow, united kingdom. Cardiovascular & interventional radiology 2014;37(2)supplement:s238-s239. 2208.6.

Event description:
This information was received through abstract "transjugular intrahepatic portosystemic shunt flow reduction with adjustable polytetrafluoroethylene-covered balloon expandable stents using 'sheath control technique'". The abstract reports eight patients with gore viator tips endoprosthesis implants underwent stent reduction procedures for refractory portosystemic encephalopathy. All patients experienced improvement of encephalopathy with recurrent symptoms in two patients.